Event description:
It was reported that the endotracheal tube (ett) allegedly was kinked enough to cause a drop in patient ventilation. The patient was reintubated without any reported harm or injury. There. Is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).